Event description:
It was reported that on (B)(6) 2024 the patient had a 3 level cervical fusion in which the bottom level of the plate had a failure of the locking mechanism which caused the screw to back-out and mechanism to bend anterior. This patient will be revised on (B)(6) 2024. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information has been received, the previously reported event under mrn 1526439-2024-02746 is no longer considered reportable at this event will be reported by the legal manufacturer. No further follow-ups will be sent under mrn 1526439-2024-02746.

Manufacturer narrative:
Additional information has been received, the previously reported event under mrn 1526439-2024-02746 is no longer considered reportable at this device is reported by legal manufacturer. No further follow-ups will be sent under mrn 1526439-2024-02746.